Event description:
It was reported that patients blood pressure spiked during procedure and the neuromonitor lost signal in the patients left hand. Due to this, the physician aborted the procedure. The only explanted device was the previous anchor which the hospital kept. The hospital also kept the paddle since it was already opened.